Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the patient had their ipg explanted and replaced which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg approximately two years ago. The ipg would no longer communicates with the patient programmer and charger. Surgical intervention may take place at later date.